Event description:
The 28mm amplatzer septal occluder (aso) prematurely released from the delivery cable during retraction of the aso. The aso was surgically removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. Unintended movement. The results of this investigation confirmed the amplatzer septal occluder met all functional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported premature release of the device during the procedure remains unknown.